Manufacturer narrative:
Initial.

Event description:
It was reported that a user with a newly inserted dexcom g7 continuous glucose monitor (cgm) sensor experienced cgm signal loss to the ilet after warmup and code entry, with no glucose readings displayed until the ilet was restarted, bluetooth was cycled, and a pump firmware update was performed, after which readings returned; the problem was characterized as intermittent communication failure related to electrical components, including the antenna. No adverse clinical symptoms reported. Outcomes included no health consequences or impact. User support included communication with the user and analysis of information provided by the user. Investigation of this case revealed an interoperability problem between the cgm and the ilet associated with intermittent communication failure involving electrical and magnetic components, including the antenna. It was concluded, based on previously established findings for similar reports, that the cause was traced to a component failure.